Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer programmed and delivered a bolus for 30 grams of carbohydrates. Reportedly, the customer experienced a low blood glucose (bg) level and passed out while at school; bg value was unknown. The paramedics provided juice to the customer and bg level became elevated. Reportedly, the contact alleged that the bolus had been delivered without user input. Review of pump data logs by tandem technical support verified that the customer entered a carbohydrates amount of 30 grams and requested a bolus. The contact acknowledged the information and verified the low bg had occurred due to the customer delivering a bolus without consuming food.